Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 124 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that she is able to complete the rewind sequence. Customer mentioned that she put on a second infusion set today. The first set started burning on the other side of her back and it was fine. Customer removed the set and it was not bent. Customer has had a couple of infusion sets bend. Customer stated that sometimes it looks like there is a dark mark on the needle of about 3-4 infusion sets that she has had. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.